Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page, "I had a mako right knee replacement on august 21st. Have had pain ever since. Can't bend my knee past 92 on my own. So tired of doing knee slides and getting no where. See my surgeon on tuesday he is considering a knee manipulation for scar tissue. Only real relief I had was when he placed me on a medrol dose pack for inflammation. As soon as the prescription was done the pain returned. I am glad to hear people had success with procedure."